Event description:
Pt received from o.r. With ett in place. T-piece set up and connected to pt. Within 1 minute bradycardia noted in 40's. Breath sounds about bilaterally. Md noted no exhaust valve on t-tube. Blue cap on end of the in-line suction not removed. Pt went to asystole. Code called - pt resuscitated successfully. Chest tube placed.